Manufacturer narrative:
Update to box b5 model sc-1216, serial number (B)(6). Engineers inspected and analyzed this device upon receipt. The implantable pulse generator was in hibernation and was charged fully in one cycle, and able to link with a remote control. A review of the patients data found that low charge voltage and low charge current, likely caused by device migration-depth-orientation or charging technique issues. The battery depletion rate was within the expected range. The highest temperature during charging cycles was within the acceptable range. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patient was experiencing a profoundly painful, burning sensation at the implantable pulse generator (ipg) site after charging for approximately 10-15 minutes. The patient only experiences this sensation when she charges, and the pain lasts a few hours. The skin was not burned, rather it was an internal burning sensation, and the skin felt hot after charging. There was no trauma to the ipg pocket. The patient was also experiencing difficulty charging, and the ipg would not communicate with the remote control. In addition, the ipg cannot be fully charged. Troubleshooting was performed however the problems did not resolve. The patient underwent a revision procedure in which the physician repositioned the ipg from the back to the abdomen, however, again, the problems did not resolve (see 3006630150-2021-05830 for pocket revision). The patient underwent an ipg replacement procedure and is doing well post-operatively. The new ipg charges well, and the patient is no longer experiencing pocket pain. Everything is working well. The physician assessed that for some reason the old ipg heated up while charging, and that triggered the pain in the pocket.

Event description:
It was reported that the patient was experiencing a profoundly painful, burning sensation at the implantable pulse generator (ipg) site after charging for approximately 10-15 minutes. The patient only experiences this sensation when she charges, and the pain lasts a few hours. The skin was not burned, rather it was an internal burning sensation, and the skin felt hot after charging. There was no trauma to the ipg pocket. The patient was also experiencing difficulty charging, and the ipg would not communicate with the remote control. In addition, the ipg cannot be fully charged. Troubleshooting was performed however the problems did not resolve. The patient underwent a revision procedure in which the physician repositioned the ipg from the back to the abdomen, however, again, the problems did not resolve (see 3006630150-2021-05830 for pocket revision). The patient underwent an ipg replacement procedure and is doing well post-operatively. Everything is working well.